Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not able to be completed as information regarding the product (i.e. Model number, serial number) was not provided. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that eight (8) years, eleven (11) months post-implantation of this 19mm bioprosthetic aortic heart valve, a 20mm transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through further investigation, it was learned that the surgical valve was treated due to aortic regurgitation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. (B)(4).